Event description:
Bupivacaine 0.75% in dextrose (spinal) product by bbraun (lot: 10218a / exp 02/24) pulled up into bd 3ml syringe leur-lok tip (ref 309657) and sat for approximately 10 minutes. Upon returning to syringe, significant amount of white precipitate was visible in syringe. FDA safety report ID# (B)(4).